Event description:
It was reported that the patient presented at the emergency room after receiving inappropriate shocks due to supraventricular tachycardia. The device remains in use. The patient is enrolled in the shock-less clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.